Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use everolimus eluting coronary stent systems, xience xpedition, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery with mild calcification and 98% stenosis. Following pre-dilatation, a 3.50x23 mm xience xpedition stent was successfully deployed. Post deployment, a distal edge dissection was noted. An additional xience xpedition stent was successfully deployed to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.